Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of "change in lip mucosa" and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of infection and patient problem/medical problem: "precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects" the patients must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Staining or discolouration of the injection site."

Event description:
Healthcare professional reported hearing about a person that had an injection with juvederm ultra xc in the lips. Two years later, the patient had a "change in lip mucosa." There were no lumps or bumps but "it is soft." It was also noted that the person had an infection, but no information was given as to when the infection occurred.